Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge fse that discovered the issue replaced the following parts to resolve the issue: upper panel assembly, label, patient connector label and trainer on - off label. The fse then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. The initial reporter named is a getinge employee who has different contact details from that of the event site. (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) the getinge field service engineer (fse) noticed interference which appeared to be from loose contact (spikes) on the ECG trace and ibp trace. There was no patient involvement and no adverse event was reported.